Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had alarmed medidor and underneath gs. Customer stated the alarms has occurred previously but did not know what it meant. Alarm occurred during lunch time. Customer disconnected the call, unable to conduct troubleshooting. Customer's blood glucose was not provided. No further information reported.